Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred because an external force was applied to the distal end. A description concerning user handling of the distal end is stated in the instruction manual, and this can prevent the indicated phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a leak found in the biopsy channel from an internal cut and both the control body and scope connector had fluid invasion. Previous repair history indicates that the biopsy channel was previously replaced. The forceps cover glue was peeling and the probe unit was loose. In addition, the evaluation found chipped glue on the bending section cover, one broken element, the switch/ camera was not functioning and the control knob was experiencing play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the exis exera ii ultrasound gastrovideoscope failed the leak test during reprocessing, which had occurred after an unknown procedure was completed. The procedure was completed with the subject device. The device is leak tested after every use. During the inspection and testing of the returned device, the glue on the forceps was found to be peeling. The customer was unaware what had caused the damage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.